Event description:
It has been reported the pt had experienced a fall and had lost stimulation. The physician allegedly concluded the leads may have been fractured. The pt underwent surgical intervention to explant and replace the system leads. Stimulation was captured post-operative. The pt reported effective stimulation. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.